Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-05894 and 2134265-2015-05895. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in a moderately tortuous and mildly calcified middle of right coronary artery. During percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to visualize the lesion. During the procedure, when the sled was set, the inner sheath of the imaging catheter was unable to be pulled out from the outer sheath due to resistance. Thus, automatic pullback failure occurred. The sled was disconnected once however, the issue was not resolved. The opticross imaging catheter was replaced with another of the same device to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Device analysis revealed that a kink in the telescope assembly from femoral marker to the proximal end. The telescope assembly was not able to properly pull back, advance, or retract due to the kink in the telescope. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-05894 and 2134265-2015-05895. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in a moderately tortuous and mildly calcified middle of right coronary artery. During percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to visualize the lesion. During the procedure, when the sled was set, the inner sheath of the imaging catheter was unable to be pulled out from the outer sheath due to resistance. Thus, automatic pullback failure occurred. The sled was disconnected once however, the issue was not resolved. The opticross imaging catheter was replaced with another of the same device to complete the procedure. No patient complications were reported and the patient's status is good.